Event description:
The reported description notes that the bedside monitor displayed an error message "speaker malfunction". It is unk if there was audio tone. The customer has ordered a replacement loudspeaker assembly kit. No pt injury was reported.

Manufacturer narrative:
(B)(4). Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.